Manufacturer narrative:
The device was returned to the resmed technical service center for evaluation. The evaluation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had a defective battery and displayed a power failure alarm. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was received by the resmed manufacturing facility in (B)(4) and an extensive engineering investigation was performed. The investigation determined that the battery inoperable alarm and system fault 182 were due to a software issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).